Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed but did not replicate the customer reported complaint. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and failed sensors check, but it was not part of the reported problem. Upon further investigation, there was no fluid intrusion or physical damage. The system logs showed the errors pointed from the set up joint (suj), tornado, to the axes controller, carriage (acc). After checking the usm history, the errors appeared after the usm was removed and the proximal had the same errors. The wrong part was sent back, no trouble was found. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to open as this procedure could not be done with only three arms. As this was a technical problem, the surgeon could not anticipate conversion for this reason. The patient had to stay longer in the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal setup joint(psuj) was analyzed and failure analysis investigation did not reproduce the customer reported errors on the system. The psuj was moved to the patient side cart (psc) fixture test platform (pfpt) machine and passed all tests. Further investigation was performed looking through the system logs and non-recoverable faults were seen pointed axes controller setup (acu) not detecting nodes after and at startup (319, 307). As a fix, the acu will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to non-recoverable error issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) but was still getting an error on armnet 3. The fse then swapped usm #3 and usm #4 but the issue remained. The fse replaced the inner proximal setup joint (suj) on arm #3 to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm or the suj for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy procedure, the customer encountered a non-recoverable fault 26002 issue. Before calling intuitive surgical, inc. (Isi) technical support, the staff had already restarted the system twice without result. The isi technical support engineer (tse) checked the log file and found an error pointing to an error on universal surgical manipulator (usm) #3. The tse asked the caller to perform a hard power cycle; however, the caller stated the error reoccurred. The caller stated the surgeon needs 4 arms for this procedure. The tse explained to the caller that usm #3 must be replaced. The surgeon decided to convert the robotic surgery to open surgery. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.